Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer reported that there were cracks around the front socket and panel of a pk-sp generator. The socket is damaged. The unit was returned to the service center for evaluation. The unit was inspected at the service center. The socket was confirmed to be damaged. The left handle on the front panel was broken, the pk/sp socket was broken. 3 stands of the pkrf and many snaps of the psu, sprf, pkrf were broken as well. During testing the pkrf boost adjustment was unstable due to a faulty pkrf board. The unit has multiple scratches on the housing. The (device history records )dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. No associated ncrs (non conformances) , reported scrap or recorded process deviations relating to the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated. During inspection, the left handle on the front panel was found broken, the pk/sp socket was found broken, 3 stands of pkrf board were found broken and many snaps of psu (power supply unit) , sprf, pkrf boards were determined to be broken. Furthermore, during testing found the pk rf boost adjustment unstable due to faulty pkrf board. The housing was found with multiple minor scratches. Review of fault log showed error 400 ref 26, ten times indicated a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device socket is damaged. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return found the device pk rf boost adjustment unstable due to faulty pkrf board.